Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.

Event description:
This is a solicited report by a physician from (B)(6) of bacterial peritonitis with culture positive for proteus mirabilis, staphylococcus pyogenes and staphylococcus coagulase negative; fever and vomiting in a patient coincident with dianeal pd1 and dianeal pd4 unknown bag therapies. In (B)(6) 2010, the patient began treatment with dianeal pd1, 1.36%, (dose and frequency were not reported); dianeal pd4, 1.36%, (dose and frequency were not reported); and dianeal pd4, 2.27%, (dose and frequency were not reported), intraperitoneally for continuous ambulatory peritoneal dialysis (capd). On (B)(6) 2010, the patient was diagnosed with bacterial peritonitis, manifested by cramps, fever of 37.4c, vomiting (2 episodes) and with clear dialysate; the patient was hospitalized that same day. On (B)(6) 2010, the patient began remedial therapy with gentamycin 80mg, ip, once daily. Later that same night, after the gentamycin was begun, the dialysate turned cloudy. On (B)(6) 2010,vancomycin 1gm, intravenously, once per week, was added. The severity of the bacterial peritonitis was considered moderate by the reporter. On (B)(6) 2010, after the onset of the bacterial peritonitis, dianeal therapies were discontinued and on (B)(6) 2010, were replaced with physioneal unknown bag (dose, frequency and lot number was not reported), intraperitoneally (ip) for capd. Dianeal therapies were not reintroduced. On (B)(6) 2011, gentamycin and vancomycin were discontinued. On (B)(6) 2011, the bacterial peritonitis had resolved and the patient was discharged from the hospital. The outcome for the events of fever and vomiting were unknown. The physician reported the events of bacterial peritonitis, fever and vomiting were related to the dianeal pd solutions.